Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead was explanted due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated device replacement, the leads were capped and replaced on (B)(6) 2016 for unspecified issue. No further information was provided.